Event description:
It was reported that pump screen went dark and would not turn on, with red led blinking and no recent notable events. There was no adverse impact to the customer¿s blood glucose level. Customer attempted troubleshooting steps with technical support, including reconnecting pump to charger and waiting for startup, but pump did not power on, so technical support arranged pump replacement under warranty; customer planned to use multiple daily injections as backup therapy, was instructed to place pump in storage mode and return it with a prepaid label, and was advised to reenter pump settings and reconnect continuous glucose monitor on replacement pump.